Event description:
General report of multiple incidences of air observed within pressure monitoring set reported. The set is primed and starts out as a closed system with no air. During the cardiac cath lab procedure, the practitioners use to change out manifold when the problem was noticed, but they now watch for air in the syringe. No air has been injected into the pts, and no pt harm has been reported.